Manufacturer narrative:
Correction: d4 - product information updated. Correction: e1 - initial reporter updated.

Event description:
Additional information indicates the left lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective therapy.